Event description:
It was reported that premature battery depletion was observed on the device. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of premature battery depletion could not be confirmed. As received, the device was above elective replacement indicator (eri) voltage level. The device was programed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including mechanical stress testing and battery assessment, indicated normal device characteristics. A longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.